Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, implanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that when the stylet was pulled out of the lead, a stick-like/spring-like object was stuck to it. Partial damage was noted. There were no particular environment, external, or patient factors that may have caused the event. After that, there were no problems with impedance so there was thought to be no particular problem. No symptoms were reported, and there was no health damage. No surgical intervention occurred or was planned.